Event description:
It was reported that there was high right ventricular (rv) lead impedance. The impedance was trending around 500 - 600 ohms with one impedance measured at 2025 ohms. The impedances could not be reproduced with isometrics in the clinic. All other lead measurements were stable and in-range. They will continue to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076-52 lead 2013-(B)(6). (B)(4).